Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was reported to have moderate calcification and moderate tortuosity. It was reported that the physician elected to model the entire stent graft system which consisted of three endovascular stent grafts. The physician inflated the reliant balloon completely with in the stent graft during inflation. The physician used 25/75 contrast/saline solution in the balloon which was inflated at an unk amount of pressure using a 20 cc syringe. The balloon was inflated approx. 7 times and upon the 8th inflation the balloon burst. It was reported that the area that the balloon was being inflated when the balloon burst was very narrow at the distal end and wider at the proximal end. The balloon catheter was removed from the pt without issue. The reliant stent graft balloon catheter was discarded by the user facility. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Unable to evaluate the balloon since it was discarded)